Manufacturer narrative:
(B)(4). Insulin pump was received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No unlocked j2/lcd keypad connector. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had a crack and the button was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.